Event description:
It was reported that during podiatric surgery, a small portion of blade teeth broke off into the 3rd curniform while the surgeon was making cuts with the zero degree adductoplasty cut guide. The broken portion could not be removed from patient. Surgeon indicated that either the blade made contact with a short pin fixation and broke off or the blade became too hot and broke off. A backup device was available for use and the surgery was completed without adverse delay. The breakage did not prevent successful completion of surgery. No irreversible impairment or damage to patient. Device was not returned to manufacturer. Investigation could not be completed regarding cause of breakage and no conclusion drawn. Inspection of quality documents demonstrate no deviation of material certificates or device specifications. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Device was not returned to manufacturer. Investigation could not be completed regarding cause of breakage and no conclusion drawn. Inspection of quality documents demonstrate no deviation of material certificates or device specifications. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.